Event description:
It was reported that during an unknown procedure, the device closed normally, but when fired, the upper part of the lever broke. When released, the staples weren't formed and the cut wasn't successful. Unknown how case completed. There was no patient consequence.